Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension broke. The home patient (hp) was connected at the time of the event. This occurred during dwell 2 of 6 of peritoneal dialysis therapy. The technical service representative assisted the hp with ending therapy. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.